Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2022, a 25mm amplatzer amulet was selected for implant. Post deployment, a small possible clot was noted on the delivery cable. After removing the cable from the patient a clot was confirmed on the cable. The amulet was successfully implanted. The appearance of the clot was red sting like. It is thought that the cause of the clot was due to the time of the case. The device was never resheathed. The patient's act was 270s and 2000iu more of heparin was administrated during procedure. The patient was not taking any medications that could have caused the clot and nor did the patient have any hematologic disorders or systemic illness. There was no clinically significant delay in procedure that could have caused harm to the patient reported. The patient was reported to be in stable condition.

Manufacturer narrative:
The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. An event of thrombus was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.